Event description:
It was reported that the patient experienced elevated blood glucose for several hours after an infusion set change, with glucose rising later in the evening and remaining high until it began to decline during a troubleshooting call; the patient elected to wait before deciding on a supply change and reported that glucose returned to range shortly thereafter. Investigation included product technical support and troubleshooting steps. Further investigation of this case revealed no device malfunction was confirmed and the event resolved with monitoring only. No symptoms associated to hyperglycemia reported. Outcomes included no injury, and no hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that the device performed as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.